Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose levels have been pretty good recently, as opposed to when she would have low blood glucose levels in the 30 mg/dl range. She now has had two occurrences of recent memory in which her blood glucose was in the 50 mg/dl and 60 mg/dl range. The customer believes the two low blood glucose events had to do with the insulin she now uses; she stated that she had better control when she was on novolog in the past. The customer was advised to speak with her diabetes clinical consultant about her pump settings. The customer declined a transfer to the 24-hour helpline since she would rather speak to her diabetes clinical consultant first. No products were shipped or returned.